Manufacturer narrative:
Of the 5 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a time loss/gain issue. These reports were received from various sources. The patients associated with this allegation ranged from 15-77 years of age and between 100 and 203 pounds. Of the reported patients, 3 were male and 2 were female.